Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The core wire of the returned guidewire was fractured at approximately 4mm proximal to the tip. Along the fracture, the coil wire was elongated about 8cm in length. The coil wire remained in one unite. Twisting of the core wire was observed on both proximal and distal fracture sites. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received. Based on the obtained information and investigation outcome, it is presumed that the tip of the guidewire might have been trapped by the heavily calcified cto lesion while rotational manipulation force was repeatedly applied. When the accumulated rotational force exceeded the guidewire's design limit, it resulted in the core wire breakage. Elongation of the coil wire was thought to be occurred along the removal of the guidewire. There was no indication of product deficiency. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
Reportedly, during pci for treating a cto lesion in the lad, the guidewire was advanced through the target lesion. Suddenly its tip looked displaced from the wire. The physician tried to retract the wire and was able to retract it as a unit. The patient has been discharged.